Event description:
It was reported that approximately 36 months after the xience stent implantation in the proximal left anterior descending (lad) coronary artery and the unpredilated and restenosed proximal right coronary artery (rca), the patient experienced chest pain on exertion. A cardiac stress test was performed; however, the patient failed to complete the test due to severe symptoms. He was admitted to the hospital on (B)(6) 2011 and underwent a cardiac catheterization that showed severe triple vessel coronary artery disease. The xience stent in the proximal rca was occluded and the proximal lad stent was 70% restenosed. On (B)(6) 2011, the patient was surgically treated with 4 coronary artery bypass grafts. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v is being filed under a separate MFR number.